Event description:
It was reported that during the patient's recovery in the operating room, the team realized that there was a "green fluid" present at the driveline exit site. After evaluation the team concluded the small intestine was perforated during driveline subcutaneous tunneling. The patient was readmitted to the operating room and operated on by visceral surgeons to repair the small intestine and reposition the driveline exit site. Inotropes were initiated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was originally admitted 3 days prior to implant and then remained in recovery. They were diagnosed with an infection and underwent intravenous antibiotic therapy. The patient had systemic and inflammatory increased parameters. The perforation was related to the implant procedure as it occurred during the driveline tunneling. The patient was recovering in the intensive care unit.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.